Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that ¿when I had my first vns put in it caused me to have pvc's so they put me on a beta blocker and lowered vns. So everyone thinks it's from vns. The chest pain and pressure have been ok since it was turned off earlier but I just feel like I'm gonna have a seizure now.¿ the patient¿s chest pain and pressure are reported on MDR 1644487-2019-01430. No additional or relevant information has been received to date.